Event description:
(B)(6) complaint handling unit reported a blade penetrated the femoral head. The end of (B)(6) 2009, the surgeon performed the operation with a (B)(4) proximal femoral nail antirotation xs system for the patient who had a trochanteric fracture. At the end of (B)(6) 2009, the surgeon followed the patient status and it resulted with no issues. At the end of (B)(6) 2009, the patient felt pain and visited the hospital. The surgeon took an x-ray and discovered the (B)(4) proximal femoral nail antirotation blade penetrated the femoral head and reached the acetabular of the patient. The surgeon performed a revision surgery after this.

Manufacturer narrative:
Additional narrative: device was used for treatment. Device is not distributed in the united states, but is similar to device marketed in the USA. This individual adverse event report is being made in accordance with the synthes MDR exemption request dated (B)(4) 2011. A review of the events associated with the request was performed and it was determined that none of the events constitutes systemic issues related to product quality, changes in product design, method of use, or changes in expected risk thresholds. Review of the data also indicated no significant change in risk/benefit of each product category, no evidence of deficiencies in the design, labeling, or manufacture of the device. As no lot number was provided, no device history record review can be performed. The device is not being returned for evaluation, no further information is available on this event. No further investigation can be performed.